Manufacturer narrative:
Concomitant medical products: product ID 37761, serial# (B)(4), product type: recharger. Product ID 39286-65, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. Product ID 97740, serial# (B)(4), product type: programmer, patient. Product ID 97754, serial# (B)(4), product type: recharger. Product ID 97754, serial# (B)(4), product type: recharger. (B)(4).

Event description:
It was reported that the recharger was not charging. The connector pin seemed a little ¿jiggly¿. The ac adaptor connector was loose. When the connection on the recharger was pushed in the empty battery icon showed on the screen. The recharger battery was not showing it was charging. The stimulation was turning itself off and then back on again. This happened every day a few times a day. The patient was using adaptive stimulation and used group a 100% of the time. The patient determined the stimulation was turning off and on by what they were feeling. This was not confirmed by the programmer. This happened with different sorts of positions and nothing in particular. The electrode impedances were fine. The lowest was 1,026 ohms and highest was 1471 ohms. The stimulator felt like it had moved in the pocket site some. The manufacturer had not tried re-orienting the patient. Group impedance provided: group a program 1- 625 ohms, 3.520 ma program 2- 697 ohms, 3.217 ma program 3- 1173 ohms, 2.662 ma program 4- 686 ohms, 4.047 ma. On (B)(6) 2015 it was noted that on the day of the event a new connector pin part was ordered for the charger to fix the charging issue. It appeared that the battery had moved in the pocket so the orientation was not correct anymore. It seemed to be caused the system to turn down. The adaptive stimulation was turned off because they patient did not need it. The patient was doing well and turning the adaptive stimulation off fixed the problem. If additional information is received, a follow-up report will be sent.